Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010 the patient underwent: reoperation l4 laminectomy for decompression; reoperation l5 laminectomy for decompression; posterior lumbar interbody fusion l5-s1, application of polyetheretherketone device at l5-s1; pedicle screws and rods fro in ternal segmental fixation l4-5 and s1; posteriolateral arthrodesis l4-5; posterolateral arthrodesis l5-s1; use of locally harvested autograft for arthrodesis l4-5; use of locally harvested autograft for arthrodesis l5-s1. Implants used: pedicle screws and rods, one large kit of rhbmp-2 and interbody cages.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l5-s1 using a competitor cage and rhbmp-2/acs. Reportedly, sometime post-op, imaging studies revealed that the patient developed bony overgrowth at or near where the rhmbp-w/acs was implanted and nerve compression. The patient experienced chronic pain and radiculitis.